Manufacturer narrative:
Disposition not presently known.

Event description:
A (B)(6) patient underwent aortic valve replacement on (B)(6) 2019. During the procedure, some difficulty was encountered while implanting a perceval pvs25 (details reported separately, livenova reference: #2019-02272), following which additional annular decalcification was performed and a perceval pvs27 was implanted. Echocardiography showed good hemodynamics and opening of the valve. No paravalvular leak was observed. The patient had an uneventful recovery, and prior to discharge a second echocardiogram confirmed that the valve was functioning well. On (B)(6) 2019, following discharge, the patient collapsed and died at home.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. To date, the site has not received any additional information about the patient's death. Given that the device was not received for analysis and limited event information was available, no device investigation can be performed and the root cause of the event remains unknown. At this time, no link between the implanted device and the patient's death has been identified; however, the device also cannot be excluded as a contributing factor. If additional information is received in the future, the case will be re-opened and appropriate investigative action will be taken. This event was reported in a conservative manner, due to the limited information received.

Event description:
A 58 year old patient underwent aortic valve replacement on (B)(6) 2019. During the procedure, some difficulty was encountered while implanting a perceval pvs25 details reported separately, "livanova" reference: #(B)(4), following which additional annular decalcification was performed and a perceval pvs27 was implanted. Echocardiography showed good hemodynamics and opening of the valve. No paravalvular leak was observed. The patient had an uneventful recovery, and prior to discharge a second echocardiogram confirmed that the valve was functioning well. On (B)(6) 2019, following discharge, the patient collapsed and died at home. The manufacturer received the following post-mortem results from the site. The results state the patient had blood in the chest cavity and a small hole was found at the level of the suture line / outflow ring. The site felt this was a result of the 75 minutes of CPR and the likely cause of arrest was a rhythm disturbance (history of avnrt / body builder). It was determined the patient was reopened on the day of implant due to bleeding and the site commented that the closure line was visualized and intact. It was noted the hole was too small to be the cause of bleeding and the suture line would have unraveled if it were the source. The site is not concerned that it is the valve, and the coroner has agreed with this analysis.

Manufacturer narrative:
The manufacturer received the following post-mortem results from the site. The results state the patient had blood in the chest cavity and a small hole was found at the level of the suture line / outflow ring. The site felt this was a result of the 75 minutes of CPR and the likely cause of arrest was a rhythm disturbance (history of avnrt / body builder). It was determined the patient was reopened on the day of implant due to bleeding and the site commented that the closure line was visualized and intact. It was noted the hole was too small to be the cause of bleeding and the suture line would have unraveled if it were the source. The site is not concerned that it is the valve, and the coroner has agreed with this analysis. Based on perceval clinical experience it is understood that prolonged chest compressions might led to valve dislocation, as reported in the instruction for use of perceval valve: patients with an implanted perceval valve may experience valve deformation when emergency cardiovascular procedures, such as cardiopulmonary resuscitation (CPR), are administered post-implant. In such cases, an echocardiographic exam post-procedure is recommended, in order to verify the preserved position and function of the valve. It is therefore possible that the chest compressions performed caused the dislodgment of the valve and contributed to the aortic rupture. The root cause is thus due to the user and is not related to the device